Event description:
During review of the pump's event history, baxter canada discovered a colleague infusion pump experienced failure code 807:05, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This complaint is a duplicate complaint. The customer reported condition, display failure, will be addressed in manufacturer report number 6000001-2011-37251.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.